Manufacturer narrative:
Batch review performed on 05 july 2021: lot 2006688: (B)(4) items manufactured and released on 12-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another device involved: batch review performed on 05 july 2021: liner: mpact 01.32.3252hct flat pe hc liner ø32/g (k103721) lot 185985: (B)(4) items manufactured and released on 14-aug-2018. Expiration date: 2023-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor head and medacta liner 3 weeks after primary. The surgery was completed successfully.